Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was difficult to position into the atrial appendage. Despite efforts, the lead was not able to be placed in the desired position. The lead became damaged and was not pacing, so a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.